Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted the lad. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci.

Manufacturer narrative:
The patient is a former smoker and has a medical history of cardiac admissions 30 days priors to index procedure. The index procedure was prompted by stable angina and positive stress test. The mi occurred in the lad. If information is provided in the future, a supplemental report will be issued.